Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the inactive offenders continued to appear in device due to a possible data interface issue, allowing an offender inactive to remain on the patient list and medication to be pulled. A technical support specialist (tss) assested custome that the integration data and provided examples were unavailable because they were too old, that discharge messages had been received, and customer agreed to follow up on whether those messages could be sent. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the inactive offenders continued to populate in the patient list. A nurse was able to pull medication for an inactive offender. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.